Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal infection. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient received unknown treatment for the event. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized, treatment was ongoing and the patient was not recovered from the event. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Additional information: the peritonitis occurred on an unknown date in (B)(6)2019. Upon follow up it was reported the patient experienced a peritoneal infection (previously reported as an abdominal infection). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.